Manufacturer narrative:
Supplemental submitted with results of investigation. No evaluation was performed by stryker, as the account did their own evaluation and performed their own repairs. Also, it was initially reported that the foot section was drifting; this was reported in error - the actual issue was a drifting siderail. The account indicated they repaired the unit and returned it to service. Customer did own evaluation and repair.

Event description:
It was reported via repair work order that the siderail allegedly would drift due to glide rod malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the left leg foot section allegedly would drift due to glide rod malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.